Manufacturer narrative:
The fse cleaned the wbc bath and unclogged aperture 3 (orifice), resolving the background issues. The repairs were verified per established service procedures. (B)(4).

Event description:
While troubleshooting an unrelated issue, a field service engineer (fse) discovered a clogged aperture #3 in the white blood cell (wbc) bath, which was causing failures on hemoglobin (hgb) and wbc backgrounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.